Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent rochester catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced bleeding and believed that was due to quality in lubricant of intermittent catheter. No medical intervention reported. Per follow up via customer on 12may2021, customer used this intermittent catheter for several cases but the last one did not seemed to have enough lubricant. During the use of this case, customer developed a couple of urinary tract infections and severe bleeding. Customer stated the patient was on coumadin and doctor had patient to stop taking it for a couple of days and the bleeding stopped. The patient treated with antibiotics for the urinary tract infections. The doctor could not tell if the urinary tract infections and bleeding were solely caused by the catheters and the customer scheduled for tests next week to determine if the catheter caused the issues or if there might be another reason. Customer stated they was very careful and sterile when inserted catheter and did not believed that the patient done anything to cause the problems. Customer attempted to add lubricant but the dried lubricant was hard and scratchy. Customer thought it might be a shelf problem where the case stayed too long and might was not rotated properly. Also further reported that the liberator sent the user a different intermittent catheter and the patient did not like it as well as the magic go intermittent catheters. The patient stated the new intermittent catheter did not empty the bladder fully. The patient used them for two weeks as they wanted to give them a chance before complaining and also stated patient not had any other problems using this catheter. Per follow up via customer on 17may2021, the user was unable to identify which catheter they was using. The user would like for the product information to be larger them to read. Customer stated things were a little better since spoke last week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced bleeding and believed that was due to quality in lubricant of intermittent catheter. No medical intervention reported.per follow up via customer on 12may2021, customer used this intermittent catheter for several cases but the last one did not seemed to have enough lubricant. During the use of this case, customer developed a couple of urinary tract infections and severe bleeding. Customer states the patient was on coumadin and doctor had patient to stop taking it for a couple of days and the bleeding stopped. The patient treated with antibiotics for the urinary tract infections. The doctor could not tell if the urinary tract infections and bleeding were solely caused by the catheters and the customer scheduled for tests next week to determine if the catheter caused the issues or if there might be another reason. Customer stated they was very careful and sterile when inserted catheter and did not believed that the patient done anything to cause the problems. Customer attempted to add lubricant but the dried lubricant was hard and scratchy. Customer thought it might be a shelf problem where the case stayed too long and might was not rotated properly. Also further reported that the liberator sent the user a different intermittent catheter and the patient did not like it as well as the magic go intermittent catheters. The patient stated the new intermittent catheter did not empty the bladder fully. The patient used them for two weeks as they wanted to give them a chance before complaining and also stated patient not had any other problems using this catheter.